Event description:
It was reported that the inflatable penile prosthesis implant surgery was discontinued due to a proximal puncture of the patient tissue. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were microscopically inspected and functionally tested. Both cylinders passed all testing. The reservoir was microscopically inspected, and leak tested; the reservoir passed all testing. The pump was visually inspected and functionally tested. No leaks were found. The pump did not pass deflation testing. The reported patient symptom is a known inherent risk of implant of these devices as described in the instructions for use.

Event description:
It was reported that the inflatable penile prosthesis implant surgery was discontinued due to a proximal puncture of the patient tissue. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.